Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties with interrogation and the device could not be identified. Technical services (ts) was consulted and recommended to hover the wand in a circular motion and rebooting the communicator. Ts confirmed the communicator was compatible with the device and referred the health care professional (hcp) to the local field representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service.